Event description:
Customer reported that the transmitter battery depleted early. Customer also had sensor updating and change sensor alerts. Customer could not test the transmitter. Customer also had a low blood glucose and was taken by the paramedics to the emergency room. Troubleshooting was done for the sensor but not for the transmitter or the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as the customer reported that the transmitter battery depleted early. Customer also had sensor updating and change sensor alerts. Customer could not test the transmitter. Customer also had a low blood glucose and was taken by the paramedics to the emergency room. Troubleshooting was done for the sensor but not for the transmitter or the low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. This case is a duplicate event of case (B)(4).

Manufacturer narrative:
¿Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia reported with no reported allegation of a device malfunction. The blood glucose value is unknown. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) unk_ngp. Troubleshooting was performed and customer reported hypoglycemia. Customer is unable to run a transmitter test and/or test passed. No further patient complications were reported. No product return is required for unk_ngp. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.